Event description:
The patient reported that in (B)(6) 2014 the patient had a refill and the hcp had increased the dosage to 1.581 for the dilaudid portion. The hcp ¿cranked up ¿ his medication in the patient¿s pump up to ¿1.5¿ dilaudid and it was way too much. It had the patient a little bit forgetful and off balance, not dizzy but if the patient stood up to go to the kitchen the patient would be off balance. The patient could also taste the medication in their mouth and ¿felt something on top of their head immediately of a change¿. The patient went back and the hcp adjusted it. In (B)(6) 2015, the hcp reduced the dosage by 8%. The patient also stated they sent a message to the hcp saying the patient may need a slight decrease because the hcp had the patient overmedicated right now after the august refill. The patient stated, he did the math from the f(B)(6) 2015 and it was more like a 45% decrease/reduction. The patient also stated that the single bolus does not last very long and some days has to take 3 boluses and the previous 2 years the patient never had to take more than 2 boluses and not after the (B)(6) refill because it was too strong. The pump was also used to deliver bupivacaine. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician product ID neu_ptm_prog, serial# unknown; product type programmer, patient (B)(4).